Event description:
Patient reported the down button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history, and the down button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated down button, and it is not possible to confirm the e8 (power interrupt) error messages.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.